Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an in-clinic follow-up, increasing hv lead impedance and externalized conductors were observed. Lead replacement was suggested.

Event description:
New information received indicates that the lead was capped and replaced. All went well with the procedure.